Manufacturer narrative:
Associated devices: trident 10 crossfire insert 32 mm ID, catalog # 621-10-32f, lot # 32341701; 32mm std v40 taper vit head, catalog # 6260-5-132, lot # 33120001. When the investigation is completed, the results will be provided on a supplemental report. This is the same pt/event as MFR # 2249697-2011-00940.

Event description:
It was reported that, "the surgeon performed a revision surgery to replace the insert and head to remove the screws due to a pain on (B)(6)." On (B)(6) 2011, it was further reported that "the pt had the revision surgery due to a hip pain. The surgeon thought that the cause of the hip pain were screws. Therefore, he had to revise the insert to remove the screws. He also incidentally revised the head at this revision surgery. Unfortunately, I cannot get any medical records, and pre- and post operative reports from the customer."